Manufacturer narrative:
(B)(4). The device was evaluated by the product analysis lab (pal). The device passed the homechoice rite (returned instrument testing and evaluation) electrical test, but failed the rite functional test for failing the unit under test (uut) clock check and for delivering fluid at 33.9 degrees c during rite last fill, which is 1.1 degrees c below the specified range of 35.0-39.0 degrees c. Additional temperature performance and volumetric accuracy testing were performed and the device passed. Review of the returned device logs revealed no patient drain volumes that met or exceeded the increased intraperitoneal volume (iipv) criteria. Simulated patient therapies were performed by the pal with no difficulties encountered. The pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to the patient passing away or the rite test failures. The assignable cause of the rite test failures or the patient passing away was undetermined. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The device has been returned to the baxter product analysis lab (pal) for evaluation. Upon completion of the evaluation, a follow up report will be submitted.

Event description:
The homechoice device was returned to the product analysis lab (pal) for evaluation. During a call with baxter customer service, the patient's nurse reported the patient expired on (B)(6) 2010, possibly from cardiac related causes. On (B)(6) 2010, baxter's global pharmacovigilance received a report from the facility nurse of the (B)(6) female patient who, on an unreported date, began treatment with dianeal pd4 ambuflex intraperitoneally (ip). Dianeal therapy was ongoing until the date of death. It is unknown if an autopsy was performed. Medical history was significant for end stage renal disease (esrd). Concomitant medications were not reported. Per the nurse, the death was unrelated to dianeal therapy. No further information will be available.